Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of dark surgical residue on the lens surface. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(6) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(6).

Event description:
The reporter stated the surgeon was inserting an (B)(4) toric silicone single piece lens and as the lens was being pushed through the cartridge, the lens ripped in half. The reporter stated not sure if the lens touched the patient but there was contact with the cartridge. There was no patient injury.